Event description:
The consumer stated the lift tilts to the right side, making it like the patient may fall out of it. No additional details were provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.